Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 30 mg/dl or 40 mg/dl. Customer was sweaty, shaky, and lost balance. Customer's emergency room visit was due to low blood glucose. Customer was not admitted into the hospital. Customer was treated with glucose tablet and insulin drip when in the ambulance and was given food at the hospital. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed and customer was advised to monitor insulin pump and to follow up with healthcare professional.